Event description:
The manufacturer received information alleging particles in airway from device, device has strange odor, burning, smoke, electrical odor, nasal throat irritation or soreness related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on march 22, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in airway from device, device has strange odor, burning/smoke/electrical odor, nasal/throat irritation or soreness related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. The manufacturer inspected the device externally, found unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There was an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. There was a noticeable unknown brown residue that is visible within the iso port. The manufacturer inspected the device internally, observed unknown debris in the tracks of the ui panel. There was a noticeable unknown insect infestation throughout device, unalive unknown insects and insect casings are littered on all components of device. There was a rust colored stain around the 24 connector power port suggesting unknown liquid ingress. Manufacturer notes that there are mineral deposits present on the motor casing suggesting unknown liquid ingress. There was an unknown white dust contamination and reddish brown residue found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. They also observed unknown dust/dirt contamination and fibers found on the blower casing/ impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device, mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they were not able to directly address the patients symptoms and there was no evidence of sound abatement foam degradation. They were unable to perform thermal testing due to insect infestation. Any thermal event seen by end user was most likely caused by unknown liquid ingress and/or insect infestation found during investigation of device.they confirmed the presence of contamination. Sections d8, d9, h2, h3, h6 has been updated in this report.